Event description:
The user's hearing performance with the device is affected. Revision surgery is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the lack of benefit was likely caused by a post-operative migration of the active electrode out of the cochlea, as confirmed by the audiologist. In addition three channels showed high impedance, likely due to a damage to the active electrode. Revision surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.